Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Difficulty encountered removing the device can be influenced by, but not limited to; manufacturing, operator deployment technique, and/or patient anatomical conditions. The instructions for use (IFU) state under precautions to not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The reported experience did not indicate any abnormal operator deployment technique. Although a femoral angiogram performed prior to arteriotomy closure revealed no vessel tortuosity or scarring at the access/groin site, mild calcification was noted in the common femoral artery. The IFU states under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium which is fluoroscopically visible at access site. Based on the reported information and the inspection criteria, a definitive cause for the difficulty encountered removing the device and the associated patient effects could not be determined. A query or review of the complaint handling database was not performed because the device lot number was not reported. To assure that all products perform according to specifications they undergo multiple deployment related inspections including but not limited to; verification actuator wire is properly bonded to foot, handle lever properly opens and closes to deploy an park the foot, and at final inspection the foot is inspected for damage. A sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.

Event description:
It was reported that after an interventional left ventricular assist device implant, arteriotomy closure of a mildly calcified common femoral artery was attempted using a perclose proglide device. Reportedly, after suture deployment, difficulty was encountered removing the device. The device was freed with some manipulation by opening and closing the lever and pulling it out of the vessel, which damaged the vessel. The vessel was surgically repaired and sutured to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Arteriotomy closure was attempted of a mildly calcified common femoral artery using a perclose proglide device. Vessel calcification at the access site during needle plunger deployment can cause the needles to deflect impeding needle-to-cuff capture that will result in unsuccessful vessel closure resulting in the requirement of an alternative method to achieve hemostasis. In addition, the instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.